Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the trunk cable was cut and the green +3.3v wire was severed. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the cut cable and wire. The root cause of the cut cable and wire is physical abuse. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying a code 204.